Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that due to the patients multiple health issues and a condition that impairs healing, the pocket incision site did not heal properly and was bothersome. It was also noted that the device was not providing enough relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was kept by the facility.